Manufacturer narrative:
Date sent to the FDA: 03/02/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code vcp345 was received for evaluation, the swage and attachment area of the needle was noted to be as expected. The strand was noted with de-coloration due has begun with the process of degradation. The suture piece broken during the visual inspection in two sections the product code vcp345 contains absorbable suture and as the sample was received open and used, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The foil was inspected and multiples holes in the cavity and excessive wrinkles were noted. This condition contributed to the degradation of the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent tendon repair procedure in 2020 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. No additional information was requested.